Manufacturer narrative:
The following sections were corrected based on new information received on 14nov2025; b5 describe event or problem and h6 health effect - impact code. Investigation summary: a non-conformance review was conducted for lot 25c019262 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the cardinal vistec xray detectable sponge pack lot # 25c019262 contained only nine sponges instead of ten sponges. On 17nov2025, the in customer stated that the issue was identified before the product was placed into clinical use.

Event description:
The customer reported that the cardinal vistec xray detectable sponge pack lot# 25c019262 contained only 9 sponges instead of 10 sponges.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.